Manufacturer narrative:
Batch reviews performed on 28 august 2017. Lot 133478: (B)(4) items manufactured and released on 30 august 2013. Expiration date: 2018-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. Cocr ball head 12/14 ø 28 size s -3.5, code 01.25.011, lot. 130909 (k072857) lot 130909: (B)(4) items manufactured and released on 15 april 2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold and this is the third similar event reported on this lot.

Event description:
The patient came in due to signs of infection. The pathogen is confirmed as staphyloccocus. The surgeon swapped the head and liner. The surgery was completed successfully. X-rays and explants are not available.